Event description:
The customer contacted beckman coulter (bec) reporting that the unicel dxc 860i synchron access clinical system (full system) generated seventy two (72) discrepantly high triglyceride (tg) patient results on two different days ((B)(6) 2013). The customer did not provide the specific dates of when each individual result was generated. This report documents the event date of (B)(6) 2013; however, all seventy two (72) patient results are documented within this report since it is unknown which of the two event dates generated the patient results. The original results were high by 87 to over 800 mg/dl. The repeated results yielded within the acceptable range. No specific patient information (demographics) was provided by the customer. The discrepant results were reported out of the laboratory. Some of the patient had a medication order changed as a result of the high tg results; however, none of the patients had begun taking their new medications. There was no effect to patient treatment as a result of this event.

Manufacturer narrative:
Calibration data for tg provided by the customer was acceptable. Quality control (qc) results showed a pattern of >3 standard deviation (sd) high tg results that are within specifications upon repeat, consistent with a carryover issue, on (B)(6) 2013 through (B)(6) 2013. The patient samples were collected in bd gel tubes, stored in a refrigerated environment, and were analyzed 48 hours upon collection. Centrifugation information was not specified. A bec field service engineer (fse) was dispatched for this event and examined the system. The fse ran performance verification tests which confirmed a carryover issue with the reagent probes. The fse replaced both cartridge chemistry (cc) reagent probes and wash collars which resolved the issue. Failure mode is related to a hardware malfunction. MDR 2050012-2013-00405 is associated with this event which documents the event date of (B)(6) 2013.